Manufacturer narrative:
(B) (4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted. The customer was contacted to obtain additional info, including pt gender, age, weight, and type of treatment. The customer indicated they will not provide additional info about this incident.

Event description:
The customer reported that an incident occurred with a cardio vascular pt. Two generators were in use with two pads; one pad on each of the pt's buttocks. The pt was in the prone position with the pt's weight on the pads, covered by a bair hugger. The pt was prepped with betadine which possibly was under the pad. The injury was found post procedure and described as a 2nd degree burn with blisters in the exact outline of the pad. The pt was transferred directly to critical care from surgery which may account for the delay in detecting the injury.